Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported the patient's rvad experiencing a significant drop in flow rate (a drop in 5 l/min) and power (a drop in 1.5 watts). There was no reported patient injury related to this event. The controller was taken out of use and a new controller was issued to the patient. The reported controller was returned to the manufacturer and evaluated. Upon evaluation the returned controller passed visual and functional test when it was tested with the test-bed devices. Review of the log files confirmed the power and flow reduction on the event date as reported. The low flow alarm on reported event date was due to a decrease on estimated flow below the alarm limit. The root cause for the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Patient rd was implanted with biventricular heartware systems. Approximately two months later, the patient experienced an acute drop in power (4.2w to 2.7w) and flow (7.5l/min to 2.5l/min) on their right-sided device. The patient was lying on a bed when the event occurred. There had been no changes in position or recent physical activity. The patient was asymptomatic. Intravenous fluids (500cc normal saline) were administered with no effect. Log files revealed power below normal operating range. An elective controller exchange was performed and thereafter power and flow returned to normal values. Investigation is ongoing.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.